Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton came off....had to go to ER to have it removed [foreign body in reproductive tract]. Cotton tearing off tampon [device breakage]. Case description: consumer reported via email that the cotton was tearing off the tampon, and required removal in the ER. No serious injury was reported.